Manufacturer narrative:
(B)(4). Conclusions: off-label, unapproved, or contraindicated use (pre-implant ongoing infection). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received the following information obtained from the journal article entitled; a rare cause of melena with an unusual finding on gastroscopy taj tomouk, daniel kusumawidjaja, and nafen libzo (clinical gastroenterology and hepatology 2016;14:e3¿e4) http://dx.doi.org/10.10 16/j.cgh.2015.05.024. A valiant captivia thoracic stent graft was implanted in patient for endovascular treatment of a mycotic saccular aneurysom of the distal descending thoracic aorta on an unknown date. It was reported that blood culture taken during stent grafting grew staphylococcus aureus. The patient was put on long-term flucloxacillin. Eight months after the index procedure, the patient had an episode of chest pain with pyrexia, hypotension, and possible hematemesis. CT initially reported no abnormality of the stent graft repair and the patient was treated for angina. The patient was referred to the gastroenterology outpatient with iron-deficiency anemia and melena. The patient's clinical examination was normal. The patient was referred for urgent gastroscopy and computed tomography (CT) colonography. Gastroscopy showed a potentially fungating mass protruding into the posterior wall of the esophagus. Wires were visible on the surface of the mass, suggesting that the patient¿s endovascular stent had eroded into the esophagus. Remaining gastroscopy showed only occasional erosions and CT colonography was normal. In light of the endoscopyfindings, the CT scan was re-reviewed, and in retrospect a small defect in the esophageal wall adjacent to the stent graft was identified. A further CT scan performed three weeks after endoscopy showed gas surrounding the stent graft. Absent previously, the gas confirmed the presence of an aortoesophageal fistula (aef). Aef may develop secondary to thoracic endovascular aortic repair, infected aneurysms are a risk factor. Review of the patient concluded that the patient was unfit for further surgical intervention. The patient's iron-deficiency anemia was treated with ferrous sulfate tablets, and after a month of therapy the patient's anemia had improved. The patient was advised to stop their antiplatelet therapy and to continue with long-term antibiotics. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex. If information is provided in the future, a supplemental report will be issued.